Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system had turned off unexpectedly without warning. Review of the system log file showed that the system was running two hours behind the actual time. Upon troubleshooting, field service engineer (fse) went onsite and found malfunctioning in hdd (hard disk drive). To resolve this issue, fse fitted the new hdd, re-ghosted the drive from backup and replaced the host pc and disk, reloaded the ghost images. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system turned off unexpectedly. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.